Event description:
It was reported that during a gastrectomy procedure, the device would not clip and when it was gripped outside of the pt, the jaw did not open. Another device was used to complete the case. There were no consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.